Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample is available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: this report is for event 3: 3 separate incidents of epidural catheter breaking off while in patient. The first patient was moved and repositioned a lot and that could have caused the problems with the catheter breaking. Her catheter was removed, with no additional catheter placed. Second patient they pulled catheter and gave the patient a single dose spinal - no additional information provided. Third patient left catheter in and capped it and waited to remove. No patient issue was reported.